Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01551. This report is being submitted as additional information. Approximate age of device - 2 years. Manufacturer's investigation conclusion: thrombus could not be confirmed through this investigation as heartmate ii left ventricular assist system was not returned for evaluation. Although heartmate ii left ventricular assist system was exchanged 9 days prior to the patient¿s expiration, a direct correlation to this event could not be conclusively established. The device heartmate ii left ventricular assist system was not returned for evaluation. The heartmate ii left ventricular assist system instruction for use lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range.. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchanged (unspecified date) due to pump thrombus. It was also noted the patient expired on (B)(6) 2018. It was reported that the patient developed chronic pump thrombosis and showed effects of increased creatinine and hemolysis. The patient was transfused with many blood products in the operating room (or) due to bleeding. The patient was on the ventilator and required significant inotropic and pressor support from or until expiration. The surgical intervention, massive bleeding and resulting respiratory failure were the main contributors to the patient¿s expiration and not a result of pump or device malfunction and not directly related to device therapy. The patient expired on (B)(6) 2018. No additional information was provided.

Event description:
The patient received the pump exchange due to pump thrombus on (B)(6) 2018. The patient expired on (B)(6) 2018.